Event description:
Additional information was received indicating the helix mechanism remains in the patient.

Event description:
Boston scientific received information that this implantable defibrillation lead was explanted due to fracture. Low r-wave measurements were also noted prior to explant. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured approximately 308 millimeters (mm) from the terminal pin distal of the suture sleeve tie down area. Based on the analysis results, we suspect that fatigue led to the fracture.